Event description:
It was reported that a beta bionics ilet user received restart alert 38 despite multiple restarts. Nothing was in the pump when trying to rewind and the battery was above 50%. A device replacement was arranged. There was no report of any end-user harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.